Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the two needles broke into separate pieces or if the entire needle separated from the suture? If needle breakage, was more than half the needle retained in the patient? Where was the retained needle located/in what structure? Was the needle piece retrieved during the same procedure? Event date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Note: events reported in 2210968-2021-04858. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent a transanal haemorrhoidal deaterialisation procedure in (B)(6) 2020 and suture was used. During the procedure, the needle point snapped from the suture. The procedure was completed using four other sutures from the same lot number. No adverse patient consequences were reported. Additional information was requested.